Event description:
3 of 4 reports. Other mfg report numbers: 3013886523-2024-00020, 3013886523-2024-00021, 3013886523-2024-00023. A facility reported: "we are finding that most times when we try to program a valve, the machine will tell us adjustment incomplete multiple times. However, when we have sent patients for xr to check the status anyway, on numerous occasions we have found that the valve has actually adjusted - but the machine said it hadn't." "Multiple patients have had to attend for x-rays on 3-6 occasions.¿

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
DHR - the facility is not able to confirm if the issue concerning the vpv serial numbers (B)(6) corresponding to (B)(6): product code 823192r with lot cvhb5t sn (B)(6) - conformed to the specifications when released to stock. Manufacturing date 30 jun 2016. Product code 823192r with lot 180513 sn (B)(6), conformed to the specifications when released to stock. Manufacturing date 5th feb 2018. Failure analysis - the full functional test, reset and safety test according to manufacturer¿s specification have been performed. The root cause of the issue reported by customer could not be determined as the device worked correctly.